Event description:
It was reported that patient experienced discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2022 in which the ipg was revised, resolving the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.